Event description:
It was reported that the patient was formally diagnosed with parkinson's disease in (B)(6) 2024 but had been symptomatic for several years. The patient presented to the hospital for speech disturbances, which were initially thought to be a symptom of parkinson's. However, diagnostic testing and further workup led to the determination that patient had an acute ischemic stroke. It was stated that magnetic resonance imaging (MRI) performed showed small acute infarct, left superior posterior frontal cortical region, no mass effect and no hemorrhage. It was reported that the patient¿s noncompliance in taking prescribed anticoagulants medication could be the cause of the acute cerebrovascular accident (cva). It was stated that a  device was recommended for atrial fibrillation/cva prevention, but the patient declined. One day later, the event resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.